Event description:
Healthcare professional reported intracapsular rupture of right implant. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease flat, red particles in the surface of the shell and broken. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.